Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia reported at 385mg/dl after disconnecting the infusion set for a shower and likely not reconnecting securely, then re-seated the set and noted a subsequent glucose decrease of about 100 mg/dl; the event involved an infusion set and cartridge with a contact detach 6 mm, 23 inch set, and no alerts or alarms were reported. Symptoms included elevated blood glucose without associated clinical symptoms such as dizziness or loss of consciousness. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and self-monitoring with plans to eat breakfast and announce a meal. Investigation included customer troubleshooting and education regarding infusion set connection and monitoring. Investigation of this case revealed a probable temporary interruption of insulin delivery due to an improper reconnection of the infusion set, with improvement after ensuring a secure connection. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set reconnection was the most likely cause.